Manufacturer narrative:
Correction: the initial MDR submitted on february 7, 2024 was filed inadvertently. There was no extrusion of the receiver/stimulator has occurred. This report is submitted on march 18, 2024.

Manufacturer narrative:
Device analysis report is attached. This report is submitted on april 15, 2024.

Manufacturer narrative:
This report is submitted on february 07, 2024.

Event description:
Per the clinic, the patient experienced a performance decrement and extrusion of the receiver/stimulator. The device was explanted on (B)(6) 2023, and it is unknown if there are plans to reimplant the patient as of the date of this report.